Event description:
Customer reported an issue with the accutorr v monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives reset the spo2 cable, performed calibration, safety and diagnostics to factory specifications.